Manufacturer narrative:
The customer reported that the unit was failing the pads ECG test, and charge shock failure/therapy pca errors appeared in the status log. The unit was evaluated at philips, but the failure could not be duplicated. However, the dumplog showed critical therapy pca entries logged at the time of the customer's reported failures. Replacing the therapy pca resolved the issue.

Event description:
The customer reported that the unit was failing the pads ECG test, and charge shock failure/therapy pca errors appeared in the status log.